Event description:
It was reported through a protegen sling marketing survey that following the placement of a protegen sling, the pt experienced suprapubic pain and the physician performed exploratory surgery. No further info is available. No product was returned for eval.